Event description:
It was reported the right ventricular (rv) lead had a suspected connection issue. The lead exhibited noise and the lead integrity alert (lia) was triggered. Therapy functions were turned off and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d234drg implantable cardioverter defibrillator, implanted: (B)(6) 2011; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).